Event description:
A phillips telemetry monitoring transmitter unit became hot to touch while in use. Unit was replaced and is now securely stored. This occurred twice in 3 days with 2 different units, but the same set of leads, on the same pt. One, then again on two days later. The leads were not changed after the first occurrence, but were changed after the second. The leads are also secured. The devices will be turned over to the MFR for analysis.